Manufacturer narrative:
The account wants the head hi/low down valve and the trendelenburg valve ordered for this repair. Technician ordered the valves. No further information is available at this time on the repair.

Event description:
Account alleged that the head hi/low is drifting down on this bed. No injury reported.